Manufacturer narrative:
The pod was received not deployed. The download data from the pod showed that the pod was received in pod state 14 having delivered 0 pulses, indicating that the pod did not complete the activation process after being filled. Inspection of the pod found no damages or manufacturing deficiencies that would prevent the pod from completing activation and deploying as intended.

Manufacturer narrative:
We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not deploy. The pod was worn for 2 hours.